Event description:
The customer called report motor error alarms during normal use. The reported blood glucose reading was 409 mg/dl. Troubleshooting was performed and the insulin pump did not pass the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.